Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Products: (B)(4) ICD implanted: 2009 (B)(6); 5076-65 lead implanted: 2009 (B)(6); 5076-65 lead implanted: 2007 (B)(6); 6884 lead extender implanted: unknown. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately six months after upgrade to bi-ventricular system.